Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400 coils (pc400 coils). During the procedure, while advancing a pc400 coil through the px slim delivery microcatheter (px slim), the physician encountered resistance despite confirming that there was no torsion or deflection with the orange-colored pc400 coil introducer sheath. Subsequently, the physician decided to resheath the coil back into its introducer sheath; however, he was unable resheath the coil back into its introducer sheath because he could not pull back on the pc400 coil pusher assembly. Therefore, the pc400 coil was removed from the px slim without using the introducer sheath. The procedure was successfully completed using four new pc400 coils and three coils from another manufacturer. The physician also placed another manufacturer's stent graft into the patient. There was no report of an adverse effect to the patient.